Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown.

Event description:
During the pulsed field ablation procedure, the sheath leaked air. After the catheter was inserted into the sheath, more air was pulled back than usual. When the catheter was removed, there were no air issues noted with regular aspiration. When the catheter was inserted again, air was aspirated again. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.